Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead measuring 7.0cm was returned for analysis in one piece. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical test measurements did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.